Manufacturer narrative:
Updated fields; b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power cord cannot be pulled or returned. The fse replaced the ac power cord reel. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a defective power reel, power cord does not move from reel.

Manufacturer narrative:
Updated field: b4, d1, d4, d9, g1, g3, g6, h2, h6 (component codes),h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power cord cannot be pulled or returned. The fse replaced the ac power cord reel (d012-00-1688-21). All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power cord cannot be pulled or returned. The fse replaced the ac power cord reel (d012-00-1688-21). All functional and safety checks were performed to meet factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0012-00-1688-01reel, ac power cord serial number (B)(6) with a reported unit failure of the power cord does not move from reel. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat proceeded to pull the power cord from the reel. The power cord unwound from the reel with no problem found. The power cord retracted with no problem found. After a series of pulling the power cord from the reel and allowing it to retract, the power cord reel functioned without a problem. The fat could not replicate the complaint that the power cord does not move from the wheel. The ac power cord reel passed testing. Retaining the power cord reel in the fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.